Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Based on the investigation, this complaint has been confirmed and it is a manufacturing related issue. The drive gear inside the gear box is offset and is not driving the other gears which is resulting in the issue. Similar events are being investigation through the quality system. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device evaluation. One used 6fr angio-seal evolution was received for product evaluation. Returned with the main body of the evolution device was the tamping tube exposed from the hemostatic sheath and carrier tube assembly. The arteriotomy locator, anchor and collagen were not returned with device. The returned components were then subjected to visual analysis where it was noted that blood like substance could be seen on all of the returned components of the device. The returned hemostatic sheath and angio-seal evolution device were mated and the distal tip of the hemostatic sheath showed a small portion of the suture. The suture appeared to have been bluntly cut. The deployment sleeve of the device was in the rear lock position, which indicates that the collagen and anchor were likely deployed properly. After gross visual analysis, the body of the angio-seal evolution device was deconstructed exposing the gearbox where it was noted that the drive gear was not in the precut slot where it would be expected. Instead, it appeared as though the drive gear was dislodged from the upper gear plate groove. Dimensional analysis was then performed on the exposed tamper tube to ensure that the markings and length of the tamper tube were within specification. The overall length of the tamper tube was measured to be 6.5185"; specification 6.53+/-.06". The first proximal marker was measured to be 0.4965" from the proximal tip of the compaction tube and persisted for 0.243"; specification 0.25+/-.04". The distal marker was then measured to be 2.7150" from the distal tip of the distal tip; specification 2.72+/-0.04". The marker was approximately 0.5165" in length; specification 0.50+-/0.04". The compaction tube was within specification. The root cause of the user's difficulty was likely due to the offset drive gear causing auto-tamping issues. Based on the findings this is a confirmed complaint. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 2243441-2017-00066. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: it was noticed that a few of the angio-seal 6fr evolution devices from a single box had not automatically deployed the tamping tube when pulled back. It required the user to manually push down the tamping tube as they would with a vip. Patient is ok. The procedure outcome was normal and no other devices were used with the product. Additional information was received on (B)(6) 2017. The tamping tube was not advancing smoothly. After manually tamping, the button was able to be activated to release the suture. Hemostasis was achieved with the angio-seal device. There was no reported blood loss. The patient was in good condition. The procedure outcome was successful and the user was trained on the use of the device.